Event description:
Information was received based on review of a journal article which was a retrospective review of 82 patients who received the compress knee arthroplasty. Eight patients required prosthetic revision after interface failure due to aseptic loosening alone or aseptic loosening with periprosthetic fracture. Additionally, five periprosthetic bone failures occurred that did not require revision: three patients had periprosthetic bone failure without fixation compromise and two exhibited irregular prosthetic osseointegration patterns with concomitant fracture.

Manufacturer narrative:
The information being reported was found in the journal article titled "compress1 knee arthroplasty has 80% 10-year survivorship and novel forms of bone failure." Clinical orthopaedics and related research. Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the revision mentioned in the journal article. The following could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. (B)(6). Manufacture date - unknown. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.